Manufacturer narrative:
User facility representative did not have the serial number of the stretcher. If additional info becomes available, a follow-up medwatch report will be filed.

Event description:
It was reported that a pt was resting/sleeping in a 5050 stretcher and they were startled. Reportedly, the pt put their weight forward and the stretcher tipped over. Reported did not know if there was any pt injury and said that they did not have any additional info.